Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-41026 serial/batch number 14930125 was received for investigation. No functional testing for this device with the broken cutter. Upon visual evaluation, it was noted that the cutter was detached from the actuator. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. Per (B)(4). Cautions. 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument.

Event description:
It was reported that during a meniscal resection surgery the tip of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.